Event description:
During a ptca/stenting procedure, the shaft of the liberte' monorail stent delivery system fractured. The physician was advancing the stent delivery system over the guide wire, the shaft fractured when entering the guide catheter, but prior to entering the vessel. The liberte' monorail stent delivery system was removed without incident. Another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is listed as "okay".